Event description:
While attempting to replace failed monitor reported as an event of 7.17 the spare monitor also failed after being serviced by drager in the last 30 days.======================manufacturer response for drager infinity kappa xlt, infinity kappa xlt (per site reporter).======================dispatched service.